Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, d5 was corrected to reflect healthcare professional, and e1, e2, e3 were corrected as contact information/occupation were inadvertently left out of initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the most probable causes of the positive culture event include: ·the water filter was used beyond usage period recommended by olympus. ·the water supply pipe was not disinfected. ·the disinfectant was deteriorated. ·contamination occurred at sampling. The specific root cause of the positive culture test was unable to be confirmed at this time. The event can be prevented by following the instructions for use in chapter 8 ¿ troubleshooting and repair. Additionally, the following is included in the instructions for use: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that past 15 days the user has kept the subject device under sterile conditions, because it got the false positive bronchoalveolar lavage (bal) sample for afb (acid fast bacillus). Patient had no clinical or radiological signs of (B)(6). The user has done several culture tests on different dates (as detailed) including bronchoscopy and bronchoalveolar lavage (bal) as follows. Endoscope flush water, ro (reverse osmosis) water, fresh cidex (glutaraldehyde disinfectant) solution, cidex solution from the subject device, final rinse outlet water from the subject device, cidex solution from manual cleaning. All above samples were screened for afb (acid fast bacillus). The user found that from above 6 samples only the cidex solution from the subject device and final rinse/outlet water from the subject device were persistently positive for afb (acid fast bacillus). This narrows to the possibility that the afb (acid fast bacillus) are lodged in the subject device itself however the bronchoscopes were not showing positive for afb (acid fast bacillus). [Actual detailed test results with parameter water for afb]: (B)(6) 2021: specimen/cidex solution 1, result/acid fast bacilli seen, method/zeihl-neelsen technique, specimen/cidex solution 2, result/acid fast bacilli seen, method/zeihl-neelsen technique. (B)(6) 2021: specimen/cidex solution 1, result/acid fast bacilli seen, method/zeihl-neelsen technique, specimen/cidex solution 2, result/acid fast bacilli seen, method/ziehl-neelsen technique, specimen/final rinse (outlet) water, result/acid fast bacilli seen, method/ziehl-neelsen technique. (B)(6) 2021: specimen/cidex solution, result/acid fast bacilli seen, method/ziehl-neelsen technique. (B)(6) 2021: specimen/cidex solution, result/1-2 acid fast bacilli seen, method/ziehl-neelsen technique. (B)(6) 2021: specimen/cidex solution (after wash), result/acid fast bacilli seen, method/zeihl-neelsen technique. (B)(6) 2021: specimen/cidex solution (after wash), result/acid fast bacilli seen, method/zeihl-neelsen technique. (B)(6) 2021: specimen/after wash cidex solution, result/acid fast bacilli seen, method/zeihl-neelsen technique. (B)(6) 2021: specimen/fresh cidex solution, result/no acid fast bacilli seen, method/zeihl-neelsen technique. Specimen/after wash cidex solution (manual cleaning), result/no acid fast bacilli seen, method/zeihl-neelsen technique. Specimen/endo washer cidex solution, result/acid fast bacilli seen, method/zeihl-neelsen technique. The device had been reprocessed using glutaraldehyde solution with liquid activator. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.